Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the healthcare provider (hcp) had untwisted the bowel and sewed the omitum around the lead to prevent contact with the bowel. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial (B)(4), explanted: (B)(6) 2017, product type: lead. Product ID: 4351-35, serial (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4) applicable to leads (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient was having issues with their implantable neurostimulator, indicated for gastric stimulation. The healthcare provider (hcp) did an exploratory lap and found the leads caused a bowel obstruction. Initially it was reported that the hcp explanted the system, however it was confirmed on 2017-sep-07 that hcp sewed the omentum around the lead to prevent contact with the bowel. It was noted that the patient was doing well. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported that the leads wrapped around the small intestine. There were no problems with the device, the tissue or the procedure. They stated that the cause of the leads twisting was due to their location in the peritoneal cavity. They stated that is always a potential risk, though rarely occurs. No further complications were reported/anticipated.